Manufacturer narrative:
Received one trs175sb1 opened in unoriginal packaging. Lot number not verified. Performed visual inspection on device, device was returned with specimen bag hanging off of device, no obvious defects or abnormalities found. Performed functional test, specimen bag was positioned back onto the device and successfully pulled back into the introducer. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Step 6 of the IFU states "while pushing button, advance handle to release the latch; step 7 states "pull handle back from introducer". This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the trs175sb2 was being used during a thoracoscopic lobectomy on (B)(6) 2020 when "the customer failed to pull bag into introducer by pulling handle back. In the result the bag was came off from the device." Further assessment information was requested, and it was discovered that the device was inside the sterile field when the breakage occurred; however, the device is not known to have been in contact with the patient. It was reported that the device broke; however, "the component did not fall into the surgical site and it was all collected". There was no report of injury, medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.